Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.2, lab: 2.4. Meter and lab results were taken within 2 hours of each other. Customer is wiping off the first drop of blood and using the second drop of blood.